Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced blockage in the tubing. Customer changed supplies as necessary and resumed insulin therapy. No further information available.